Manufacturer narrative:
Technician found that the head section of bed would not raise due to plunger for head up was slightly rusted. Replaced plunger in head up valve to resolve this issue.

Event description:
Complaint alleged that the head section of the bed would not raise.